Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during prostatectomy robotic laparoscopic procedure, at the time of vesicourethral anastomosis, the instrument large needle driver (lnd) was not able to be recognise from the system twice. First time, at the begging of the procedure, the bedside surgeon attached the large needle driver but it wasn¿t recognised. The instrument was detached and reattached and then it worked and the console surgeon was able to use it. Second time, when the surgeon had to start the vesicourethral anastomosis, he asked to change the monopolar curved shears (mcs) with the large needle driver, but it was not recognised another time. The instrument was detached and reattached, but still didn't worked. There was a message on the screen "no instrument connected". The instrument was then changed with a new lnd and it worked and the procedure could be done with no other issues. There was no injury to the patient.

Manufacturer narrative:
H2) correction: d1; additional information: d9, h10 h3) device evaluation: medtronic led an evaluation of the reported large needle driver, the associated device logs and provided images. Two images were received for evaluation. One image depicted a large needle driver connected to a sterile interface module (sim) attached to an arm cart assembly. The arm cart assembly display showed a message stating, "no instrument connected". One image also showed another view of the message one the arm cart assembly display. Evaluation of the logs indicated that the large needle driver was connected to the sim during the procedure. The system triggered an error code for 'manual insertion with no instrument attached', which occurs when the system is not able to write the updated use count or use time of the instrument after it is recognized by the system. This can indicate connectivity issues between the large needle driver and the sim, which can lead to an instrument recognition failure. Visual inspection of the returned large needle driver noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the large needle driver was read with no observed failures. Evaluation of the large needle driver confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to instrument and sim connectivity issues. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during prostatectomy robotic laparoscopic procedure, at the time of vesicourethral anastomosis, the instrument large needle driver (lnd) was not be able to be recognized from the system twice. First time, at the begging of the procedure, the bedside surgeon attached the large needle driver but it wasn¿t recognized. The instrument was detached and reattached and then it worked and the console surgeon was able to use it. Second time, when the surgeon had to start the vesicourethral anastomosis, he asked to change the monopolar curved shears (mcs) with the large needle driver, but it was not recognized another time. The instrument was detached and reattached, but still didn't worked. There was a message on the screen "no instrument connected". The instrument was then changed with a new lnd and it worked and the procedure could be done with no other issues. There was no injury to the patient.